Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 45 (not at "home" position after power-on/restart) error message. Despite replacing the lifeband and battery, the reported issue continued. No patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the platform archive was performed, and there were multiple faults user advisory (ua) 45 (shaft not at "home" position after power-on/restart) occurred during the event date on (B)(6) 2016; thus confirming the reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as ua45 message was observed upon power up, therefore confirming the reported complaint. The drive shaft was rotated to home position to remedy the reported complaint run-in testing was performed for 15 minutes without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint of the platform displaying ua 45 was confirmed during archive review and functional testing. Ua 45 was attributed to the drive shaft not being at home position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.